Manufacturer narrative:
The replaced external portion of the driveline and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the report of pump stoppages while connected to power module support. Following a driveline repair performed on (B)(6) 2017, approximately 15 inches of the external portion/distal end of the driveline was returned for evaluation. No damage to the outer jacket was observed and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or to the metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The explanted pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The severed portion of the driveline was returned. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. The pump appeared to have been exposed to a fixative agent prior to being returned. Examination of the returned driveline sections found breaches in the brown and orange wire insulation at approximately 4 inches from the pump housing on the original driveline. The damage appeared to be the result of abrasion due to repetitive flexing of the driveline in this location. As a result, the underlying wire conductors were exposed. The report of pump stops would have occurred as a result of the exposed wires contacting the braided shield and shorting while the device was supported by the power module. Alarms could have also occurred from the exposed conductors of the two wires contacting each other or making simultaneous contact with the shield while on battery support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2013. It was reported that pump stoppage events occurred. X-rays reviewed by the technical services representative revealed a possible area of concern at the distal end, external bend relief. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. Pump stoppage events occurred after the driveline replacement. On (B)(6) 2017, the patient underwent a pump exchange due to the driveline compromise.